Event description:
It was reported that the procedure was to treat a lesion in left anterior descending artery (lad) with 99% stenosis, moderate tortuosity and heavy calcification. A 1.2 x 6 mm trek rx balloon crossed and was used to pre-dilate the lesion first. Then the 2.5 x 15 mm trek rx balloon was advanced for further pre-dilatation, however, it could not cross. A 2.0 x 12 mm non-abbott balloon crossed and was used to perform further pre-dilatation. The 2.5 x 15 mm trek balloon was advanced again, and this time, successfully crossed. However, the balloon ruptured at 8 atmospheres (atm) during the first inflation. No resistance was noted during retraction of the device. A 2.5 x 15 mm nc trek balloon was used to perform further pre-dilatation and a non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.